Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker recorded false atrial tachy response (atr) events due to oversensed noise on the right atrial (ra) channel. Technical services (ts) suspected it was electromagnetic interference (emi) and recommended continued monitoring. This pacemaker remains in service and no adverse patient effects were reported.